Event description:
It was reported after a ceasarian section, post operative bleeding was observed on the dressings on the day of procedure. The dressing was removed and the wound was found to be open. The staples were attached only to the superficial skin and were separated. There was no consequence to the pt.